Manufacturer narrative:
The customer contacted their service provider to evaluate the stretcher following the reported incident. The stretcher was evaluated on 3/30/23 and no damage was found as a result of the incident. The stretcher was operating properly and within the manufacturer's specifications. To date, no additional details have been provided on the alleged patient injury.

Event description:
It was reported while transporting a patient on the stretcher, the wheel of the stretcher hit a pothole in the pavement and resulted in the stretcher tipping to the side. Alleged patient injury was reported as a bump on the head requiring evaluation at the hospital. No additional details were provided.

Event description:
It was reported while transporting a patient on the stretcher, the wheel of the stretcher hit a pothole in the pavement and resulted in the stretcher tipping to the side. Alleged patient injury was reported as a bump on the head requiring evaluation at the hospital. No additional details were provided.